Event description:
Patient reported the mini spikes are leaking. Patient is a transfer from accredo and our supplies are different from theirs. Counseled patient that both mini spike disp pin and mini spike IV disp pin are vented. She should not be putting air in the vial. Patient said she has been adding air to the vial. Patient did say it is hard for her to get the remodulin out of the vial when she is low. Explained that adding air is pressurizing the vial that is why it is hard to withdraw and maybe causing the adapter to leak. Patient will stop adding air. Start date, lot number, and expiration date are unknown. Cvs first shipped to patient (B)(6) 2025. No missed doses or adverse events reported. Unknown if available for return. No further information provided.